Event description:
Adverse event(s): "no patient harm" (no consequences or impact to patient). Product problem(s): "cutter was found not cutting the vitreous" (failure to cut). A surgeon reported after completing priming successfully, the vitreous cutter would not cut the vitreous. The parameters were changed and the probe still would not cut. The probe was switched out and the case was completed. No pt harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).